Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced discomfort, visual acuity, lens reposition and rotation. The lens remains implanted. (Removed refractive surprise) h6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced discomfort, visual acuity, lens reposition and rotation. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced discomfort, visual acuity, refractive surprise, lens reposition and rotation. The lens remains implanted. G6 - type of report: 30-day missing from initial MDR. Claim # (B)(4).